Event description:
It was reported that the user experienced a hyperglycemia event with a blood glucose of 229 mg/dl after drinking coffee with agave syrup while the sensor was temporarily disconnected and without a meal announcement. The user later reconnected the sensor on the ilet system, and no device alerts or alarms were reported. Symptoms included hyperglycemia without any reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.